Event description:
It was reported, the pt experienced rib pain that worsened when stimulation was on. It was reported, the pt had been reprogrammed multiple times and did not want to be reprogrammed again. The pt stated, she thought the lead had migrated but no x-rays were taken to confirm. The physician removed the pt's system on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.